Event description:
It was reported that the light was very weak. There was a delay over 60 minutes, there was no patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of low light output was confirmed. The lumen output minimum spec is 1600 lm and unit¿s output was 755 lm. Cause of low light output is a cracked glass rod, a part of the clad rod assembly. Except for the glass rod no other damage was observed on the exterior or interior of unit. Cause of damage to glass rod could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.